Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 4.00 x 12mm stent delivery system (sds) was returned for analysis with distal region of the device including shaft polymer extrusion balloon and tip caught in a snare and inside a 7f guidecatheter. The device was returned without the stent. The balloon was reviewed, and issues were noted. No stent was attached to the balloon and the balloon appeared to be in a deflated state with a blood like substance in the balloon. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found a break in the polymer extrusion 120cm distal to the distal end of the strain relief, with multiple kinks along the length of the shaft polymer extrusion. Additionally, a 2 cm section of the shaft polymer extrusion was stretched at the guidewire echange port. Damage was also noted at points all along the shaft polymer extrusion in the form of multiple kinks and stretching. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 23-sep-2020. It was reported that damaged device occurred. A 4.00 x 12 synergy drug-eluting stent was selected for use. However, during procedure, the device was found defective. The procedure was completed and there were no patient complications reported. However, returned device analysis revealed shaft polymer extrusion detached/separated and stent detached/separated.